Event description:
Alzheimer's patient placed on bed with soft posey waist belt properly applied. During night, patient dipped one arm up and under waist belt and freed belt from left side. Patient tried to get out of bed over side rails, and soft waist belt slipped up throat, interfering with respiratory efforts. Patient expireddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification, there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.